Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened and a receiver download was performed. User shutdown followed by perpetual rebooting was observed in the log. A functional test could not be performed. Confirmation of the complaint was not confirmed. The probable cause could not be determined. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. A share data download was performed and a transmitter error was observed on the issue date.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The complaint confirmation of the receiver initializing without manual restart was undetermined. A root cause could not be determined.